Event description:
During surgical procedure: a small hole was made in the transverse mesocolon just to the left of ligament of treitz. The small bowel was then delivered through this and up into the lesser sac. At this point, the proximal gastric pouch was grasped and elevated. A small gastrotomy was made in the lateral portion of the stomach. A stapler was chosen and utilized at this time. The anvil and trocar were placed into the abdomen. This was placed through the opening in the stomach pouch and exited from the mid portion of the pouch. This was then closed using a stapler. While trying to remove the trocar or the anvil, the grasper instrument had one of its sides fracture. This piece was removed intact. There was no injury to the patient. There did not appear to be any retained pieces. The removed piece did fit nicely in with the instrument where it broke off from.